Event description:
Nurse reached out requesting the renewal to be closed out due to patient passing away (B)(6) 2024. She stated that she was unsure whether the patient was continuing this medication at the time of passing. No additional information reported or available regarding this event. Pae reported by hcp, who does consent to follow up. Reporter information: (B)(6). (B)(4).